Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore, resmed is unable to determine if a device fault contributed to the incident. Resmed is in communication with the reporter to obtain additional information regarding the event details. (B)(4).

Event description:
It was reported to resmed that a patient's tooth broke off and her dental bridge was damaged while using a quattro fx mask.